Event description:
It was reported that while the patient was hospitalized for heart issues, the device could not get telemetry for more than a second. It was indicated that telemetry flickered one green light for a moment then went to amber. Also the device audible tones were not present. It was noted that the device been interrogated for follow up approximately two weeks prior. It was also reported that the patient had general discomfort in the pocket and the arm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.